Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion sets tubing was leaking at site event on 05-may-2024, 31-may-2024 and 07-jun-2024. The infusion set has been used for about a day. The blood glucose level was high at the time of events, therefore the patient was treated with correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully no further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-19446. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004150 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004150 was manufactured according to the document version 108 on the packing process in the line 4, on 06/nov/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.